Manufacturer narrative:
Results of investigation: a revision surgery due to the fracture of a tc-plus knee implant was reported. One tibia base plate and a fractured femur component were returned for evaluation. The condyle of the femur was confirmed to be fractured. The fracture surface is located at the transition between two cutting planes. The explants show scratch marks and deformation typical of an explantation procedure. Fracture of the femoral component was caused by fatigue and overloading at relatively high levels of stress. The chemical composition of the alloy used closely matched the required material specification for the femoral component. No other complaint reported for this batch of femoral components. No deviation related to the failure mode detected in the corresponding production documentation and raw material certificate. Several attempts have been made to acquire clinical/medical patient information to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Despite the available information, the root cause of the reported issue remains undetermined. There is however to the best of our knowledge no indication that the device failed to match specifications at the time of manufacturing.

Manufacturer narrative:
Results: a revision surgery due to the fracture of a knee implant was reported. No explant was returned. No batch number and no medical documents were communicated. Based on the available information, no thorough investigation is possible and the root cause of the reported issue remains undetermined. If additional information becomes available in the future this investigation will be reopened.

Event description:
It was reported that the femur was explanted during a revision knee surgery. It appears as though the medial distal/posterior condyle of the implant has broken off the main body of the implant whilst in situ.